Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information has been requested including the official cause of death and not yet received.

Event description:
It was reported that the patient died due to cardiac arrest. No allegations, complaints, or suspicions have been made against the implantable pulse generator. Further information and official cause of death have been requested and not yet received.